Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the t-link software application would not launch and that an error message was displayed. The device was not changed out, and the procedure was not delayed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.